Manufacturer narrative:
The evaluation of complaint data for the product and likely cause abbott prism chagas identified normal complaint activity. In-house evaluation of returned donor samples on abbott esa chagas resulted nonreactive for samples chagas pos 05, chagas pos 08, chagas pos 17 and chagas pos 18. As the lot numbers are unknown, the performance of the likely cause list number (7k35-68) was investigated by completing a review for non-conformances, potential non-conformance and deviations. This review did not identify any non-conformances, potential non-conformances or deviations for the list number. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of overall customer field data was performed regarding initial reactive rate (irr), repeat reactive rate (rrr) and specificity for list number 7k35-68. The irr, the rrr and the specificity of the list number is within package insert specifications. A review of labeling concluded that the issue is sufficiently addressed. No systemic issue or product deficiency was identified.

Event description:
Archived customer samples were returned and evaluated in-house by abbott on esa chagas. Samples chagas pos 05, chagas pos 08, chagas pos 17, and chagas pos 18 were confirmed to be nonreactive. Therefore, test results obtained on prism chagas for these two samples are considered false reactive. No impact to patient management was reported.